Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states: inflate with 10 ml sterile water. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are emailing them today in relation to another foley catheter of the same brand experiencing the same problem as listed in the email trail below. There was an issue the foley catheter balloon not inflating or when inflating the balloon there was leakage. Per follow up information received via ibc on 03aug2025, stated no impact to the patient. This device was faulty. Resistance felt in the balloon on inflation followed by leakage.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate, and it states: inflate with 10 ml sterile water. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 8. Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water ¿ 10 ml. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are emailing them today in relation to another foley catheter of the same brand experiencing the same problem as listed in the email trail below. There was an issue the foley catheter balloon not inflating or when inflating the balloon there was leakage. Per follow up information received via ibc on 03aug2025, stated no impact to the patient. This device was faulty. Resistance felt in the balloon on inflation followed by leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they are emailing them today in relation to another foley catheter of the same brand experiencing the same problem. There was an issue the foley catheter balloon not inflating or when inflating the balloon there was leakage. This is the same lubri- sil bard tray. Foley catheterisation tray. 12ch, 10ml. Ref (B)(4). Lot - ngkn2989.

Event description:
It was reported that they are emailing them today in relation to another foley catheter of the same brand experiencing the same problem. There was an issue the foley catheter balloon not inflating or when inflating the balloon there was leakage. This is the same lubri- sil bard tray. Foley catheterisation tray. 12ch, 10ml. Reference number: (B)(4). Lot - ngkn2989. Per follow up information received via ibc on 03aug2025, stated no impact to the patient. This device was faulty. Resistance felt in the balloon on inflation followed by leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.